Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received the following information per the source documents received, on 10-apr-2019, the subject underwent embolization of a carotid artery aneurysm in the region of the siphon, that had ruptured and recanalized after endovascular treatment of (B)(6) 2014. The subject was under general anesthetic, prepared with kardegic and plavix and was given a heparin bolus at the start of the procedure. A guidewire catheter was inserted inside the right internal carotid artery. The right internal carotid artery tended to spasm. An intra-arterial injection of nimotop was administered which alleviated the vasospasm. Medtronic notified date: 31-jul-2019 additional information received noted that the patient experienced a new subarachnoid hemorrhage which showed during imaging on (B)(6) 2019.